Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the proglide device. No clinically significant delay in the diagnostic procedure was reported. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the anterior cuff and link were engaged to anterior needle tip. The monofilament, posterior cuff and needle tip were not returned with the device. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. During needle deployment (step #3) the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link pulled can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). It could not be determined if the reported attempt to deploy the proglide device in a mildly calcified right common femoral artery contributed to the reported event. There was no product quality deficiency detected that would contribute to this event; therefore, no probable cause could be determined for the link pulled from the cuff. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.